Event description:
Lipids bag cracked around rim where it meets IV tubing. Lipids leaked on floor. Lipids had been started 16 hrs earlier and were infusing at 7.5 ml/hr. Assessment had been done 1 hr earlier and no leakage noted.